Manufacturer narrative:
Concomitant medical products: model: d314drg, ICD; implanted: (B)(6) 2012.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited high pacing impedance. A lead fracture is suspected. Reprogramming was completed and eventually the lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.